Event description:
It was reported by hvt sales representative that dr. Implanted was concerned with the echo findings. Explanted the valve and replaced it with a 31mm mosaic valve. Late reporting due to affiliate..

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 425 mg/dl and 127 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Device not returned.

Manufacturer narrative:
Evaluation results: "permanent indentations were present on the free margin and cusp of leaflets one and two at commissure two and leaflets two and three at commissure three. These indentations were most likely left by a suture that was tied tightly down and against the post at the cusp 2 and 3 commissure. Sutures, blue and white in color, were found on the sewing ring at these areas. A gap was visible at the coaptation region of the leaflets. No visible inconsistencies were noted in the x-ray. One non-edwards holder, blue in color, was received with the valve."

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through via telephone call from sales representative. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Requests were made via e-mail for the device, operative report, and additional information. 10/13/09 e-mail from operating room nurse indicated that the patient expired on event date. Reason for death was not provided. Telephone call to surgeon's office, left message for surgeon's nurse eight days prior to death, to no response.